Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomed stated the patient's brady audio alarm stopped alarming without user silencing the red alarm, banner remained in the sector. The device in clinical use at the time the issue was discovered; no patient harm was reported.

Manufacturer narrative:
.